Event description:
It was reported a malfunction alarm occurred. There was no information available about the impact on the customer¿s blood glucose level, as the customer declined to provide details. The pump had already been reset by the customer within the past 24 hours. A replacement pump was provided, and the customer was instructed to return the malfunctioning pump to tandem using a pre-paid label. The customer declined to share details on the backup therapy used to ensure uninterrupted insulin delivery.